Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist provided a letter of recommendation that states that the patient has a class ii malocclusion and needs to be evaluated by an orthodontist. Patient is to discontinue treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.